Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced. The patient was in stable condition.